Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. Review of the technical service history onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments at this day. The logfile shows the user operated the surgery with the recommended setting. No relevant deviation between planned and performed energy is detectable. The user performed energy checks with recommend time range. No abnormality regarding energy value and z-offset setting can be identified. Clinical applications specialist (cas) review shows all parameter used for the treatment are well within the recommended settings. The image on the treatment report appears also perfect. Centration, amount of fluid and applanation look good. There is nothing visible which might point towards an uncut area or any other problem. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported uncut area inferiorly in a patient's left eye during laser assisted flap creation. Surgeon had tried hard to lift flap but experienced difficulty. A 100 micron flap was created with a superior hinge. Surgeon did not operate and patient will be retreated at a later date.